Manufacturer narrative:
The information received was vague. Requests for additional information. Mansfield product monitoring has attempted to gather additional information. To date, no additional information has been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reports a salem sump that was placed to empty the patient's stomach in order to reduce the risk of aspiration (gastric contents in the airways) was found to lack drainage holes. The fault was quickly discovered, and the patient received a functioning ventricular tube.

Manufacturer narrative:
Submit date: 7-feb-2019. The following information was added and/or corrected: updated: model number and catalog number, 8888264887. The device is not available for evaluation. Event date: (B)(6) 2017. Patient code was changed from 4114 to 4115.